Event description:
It was reported on (B)(6) 2016 from a hospital nurse that the patient is having chest pain and headaches with vns stimulation. She was admitted to the hospital on (B)(6) 2016. She also reported increased seizures. Blood tests showed that her medication levels were low, and her dilantin was increased as a result. The nurse who reported these events stated that she did not know if the increase in seizures was due to low medication or due to the pains from the device. It was recommended that the patient follow-up with her neurologist; however, follow-up with the neurologist was unsuccessful as the patient has not seen to date.